Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils which appear embedded in myometrium\essure device migration\left essure device had migrated into the uterine cavity') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 977934) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and novasure endometrial ablation/essure devices placed along with an endometrial ablation". The patient's medical history included amenorrhea in (B)(6) 2009, depression, menorrhagia, dysmenorrhea and abdominal pain. Previously administered products included for an unreported indication: mirena iud in (B)(6) 2009. Concurrent conditions included menopause, atrophic vaginitis, benign hepatic neoplasm, fatigue, hair loss, hemorrhagic cyst and paratubal cyst. Concomitant products included escitalopram oxalate (lexapro), fluconazole, medroxyprogesterone acetate (provera), oxycodone hydrochloride; paracetamol (percocet) and sertraline. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/extreme pelvic pain") and device extrusion ("extrusion"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, genital haemorrhage, pelvic pain and device extrusion outcome was unknown. The reporter considered device extrusion, embedded device, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: insertion details, (B)(6) 2012: a total of 7 coil rungs were counted at the proximal tubal ostia after the coil was placed. Successful on the right tubal ostia only. On (B)(6) 2012: a total of 3 coil rungs were counted at the proximal tubal ostia after the coil was placed. Successful essure sterilization of the left tubal ostia. Essure device insertion dates noted as: (B)(6) 2012 and 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: hsg for essure tubal confirmation ¿ left tube not confirmed. Ultrasound scan vagina - on an unknown date: findings: sharp bend of right essure coil, left essure coil mostly in uterine cavity, fluid in lus (lower uterine segment). Concerning the injuries reported in this case ,the following ones were described in patients medical record confirming: pelvic pain. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device, medical device monitoring error. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils which appear embedded in myometrium\essure device migration\left essure device had migrated into the uterine cavity') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 977934) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and novasure endometrial ablation/essure devices placed along with an endometrial ablation". The patient's medical history included amenorrhea in (B)(6) 2009, depression, menorrhagia, dysmenorrhea and abdominal pain. Previously administered products included for an unreported indication: mirena iud in (B)(6) 2009. Concurrent conditions included menopause, atrophic vaginitis, benign hepatic neoplasm, fatigue, hair loss, hemorrhagic cyst and paratubal cyst. Concomitant products included escitalopram oxalate (lexapro), fluconazole, medroxyprogesterone acetate (provera), oxycodone hydrochloride;paracetamol (percocet) and sertraline. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/extreme pelvic pain"), device extrusion ("extrusion") and device expulsion ("essure coils which appear embedded in myometrium\essure device migration\left essure device had migrated into the uterine cavity"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, device extrusion and device expulsion outcome was unknown. The reporter considered device expulsion, device extrusion, embedded device, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: insertion details,:(B)(6) 2012 :a total of 7 coil rungs were counted at the proximal tubal ostia after the coil was placed.successful on the right tubal ostia only. (B)(6) 2012:a total of 3 coil rungs were counted at the proximal tubal ostia after the coil was placed. Successful essure sterilization of the left tubal ostia. Essure device insertion dates noted as :- (B)(6) 2012 and 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: hsg for essure tubal confirmation ¿ left tube not confirmed.. Ultrasound scan vagina - on an unknown date: findings: sharp bend of right essure coil, left essure coil mostly in uterine cavity, fluid in lus (lower uterine segment). Concerning the injuries reported in this case ,the following ones were described in patients medical record confirming: pelvic pain. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device, medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality safety evaluation of product technical complaint. Event added- device expulsion. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.